Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7158598, UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) has opened. Symptoms noted are oozing fluid, upon further inspection there is a small opening towards the bottom of the midline incision in which they could see the leads. It was noted that the physician used sterile technique in the office to dermabond the skin and applied an additional staple. The patient was prescribed antibiotics. The patient underwent a spinal cord stimulation (scs) revision procedure wherein the lead was adjusted and remains implanted and in use.